Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of inflammatory nodules and "big nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection with juvederm voluma xc, the patient experienced inflammatory nodules. The "big nodules" go away with treatment, but then come back and "migrate around." Medrol dose pack was provided as treatment. The doctor stated they know how to treat with steroids, but that the nodules often recur quickly.